Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memorygel, 350cc silicone prosthesis experienced right--sided silent rupture, and bilateral nipple hypertrophy post operative. The issue of rupture was discovered through the surgery. As a result, patient underwent bilateral mastopexy, bilateral nipple reduction, and bilateral replacements as follow: left/ catalog number 3502001bc, serial number (B)(6), right/ catalog number 3502001bc, serial number (B)(6) on august 2, 2023. This report relates to the right side.

Manufacturer narrative:
Devices image evaluation completed on september 11, 2023: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: silent rupture, nipple hypertrophy. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).